Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been retuned for investigation. A follow-up report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Unable to re-program the sensor due to device's configure product type does not match. An extended investigation has been performed and upon visual inspection on returned sensor, no issues were observed. The returned sensor did not read the evm (evaluation module). Visual inspection was performed on the returned de-cased sensor's pcba (printed circuit board assembly) and no issues were observed. The returned battery was measured and was found to be within the specifications. Sensor was re-flowed to the asic (application specific integrated circuit) chip and sensor did not read or re-program. Therefore no further investigation can be conducted for this particular complaint. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.